Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia with symptoms described as nausea, pain, blindness, and a seizure and was unable to self-treat, requiring non-hcp third-party administration of a glucagon injection for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Performed a source measure unit (smu) test and were measured to be within specification. Poise voltage was also within specification indicating that the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia with symptoms described as nausea, pain, blindness, and a seizure and was unable to self-treat, requiring non-hcp third-party administration of a glucagon injection for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia with symptoms described as nausea, pain, blindness, and a seizure and was unable to self-treat, requiring non-hcp third-party administration of a glucagon injection for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.